Manufacturer narrative:
See summary memo of evaluation. Also, per email, it was noted that the doctor had damaged the internal hex by over-torquing during operation.

Event description:
The dental implant fx3810mlc was removed on (B)(6) 2019 due to the internal hex of the implant being compromised. The patient has no significant medical history. The patient has recovered without complications.